Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they were examined by their dentist. The dentist findings: initial exam for pain on the left side, specially on #22. Upon examination there is periodontal abscess observed on buccal of #22. Patient also had a of jaw pain on the left side and clicking and limited jaw opening. Intra-oral digital exam shows end to end bite with heavy occlusion on #22 and open bite on the left side. The patient does not have an equilibrate occlusion and heavy anterior occlusion is very concerning. Patient needs complete orthodontic work under close supervision of an orthodontist to correct the occlusion and needs to refrain from wearing any online appliance that was given to them that is leading to such a premature biting and occlusion in that area.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.